Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by review of the patient results and quality control (qc) results. Fse observed the sample probe purging liquid in a diffused pattern, indicating a partial clog near the probe tip. Fse also observed the substrate would dispense into test cups intermittently. Fse replaced the sample probe and the 3 way substrate valve (sv) 501. Fse ran three levels of controls for estradiol (e2), follicle stimulating hormone (fsh), progesterone (iii), prolactin (prl), and beta human chorionic gonadotropin (bhcg) with all results within acceptable range. The aia-360 analyzer is functioning as expected. No further action required by field service at this time. A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. The st-aia pack bhcg analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. The most probable cause was failure of the sample probe and the 3 way substrate valve (sv) 501.

Event description:
A customer reported imprecision of beta human chorionic gonadotropin (bhcg) patient result on the aia-360 analyzer. The customer ran the patient sample with the expectation of receiving a high result, but initial result was less than low assay range of 0.5 mlu/ml. The customer reran the patient sample and the result were greater than the high assay range of 400 mlu/ml. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported patient results.

Manufacturer narrative:
Correction section h4: device manufacture date was incorrect: the corrected manufactured date is 01mar2020. Correction to manufacture date.

Manufacturer narrative:
The 3 way valve was returned to tosoh instrument service center for investigation. Visual inspection was performed and found that the positive wire was damaged from the connector, confirming the reported event was due to component failure of the 3 way valve positive wire.